Event description:
The patient said his v-go fell off last night, after having worn it for about 10 hours. Patient said he thought he did not use enough skin tac and that's why it fell off. He wore it on his abdomen. Patient threw the v-go way. Patient also said he lost three v-go's from a previous box about two weeks ago, from sweating.